Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported by the vad coordinator that the patient had lvad as ultima ratio, temporary rvad in same session, massive amount of vasopressors during procedure, critical hemodynamic over the entire time. Severe hypoxic. Brain damage diagnosed on (B)(6) 2020. Therapy was stopped and the patient expired. No device issues mentioned and no autopsy will be performed. The device was not explanted . The device was not returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported event could not be conclusively established through this evaluation. The patient expired on (B)(6) 2020, due to severe hypoxic brain damage. The heartmate 3 lvad was not returned for analysis. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.